Event description:
It was reported that the user experienced hyperglycemia to 401 mg/dl after insulin delivery on the ilet was stopped when the user ran out of insulin and did not complete a supply change; insulin delivery was later resumed and glucose trended down to 280 mg/dl. Symptoms included hyperglycemia and nausea. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage problem related to improper or incorrect procedure, and no applicable device component issue. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.